Event description:
It was reported that the y-site has blood leakage. Customer change needle. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a hub leak is confirmed but the exact cause remains unknown. One photo sample of a safestep infusion set was provided for evaluation. The device is shown to be within a plastic bag. The y-site valve is being held and appear to show blood residue leaked from the blue valve. The cause of the leak could not be clearly determined from the image provided. The product instructions for use (IFU) state, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿ since evidence of fluid leaking from the y-site was observed, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.